Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft bend/kink and shaft separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states, carefully advance the delivery system into the guiding catheter and over the guide wire to the target lesion. If unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the moderately calcified, mildly tortuous left anterior descending artery, a 2.25x12 rx xience xpedition stent delivery system (sds) was inserted into the 6f guide catheter. Although no resistance was met, force was applied to the sds and the proximal shaft kinked. The sds was retracted without resistance and the proximal shaft separated outside of the anatomy. The separated segments were easily withdrawn from the guide catheter. The target lesion was successfully treated using a new 2.25x12 rx xience xpedition sds with the same guide catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. (B)(4): excessive force.